Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial signal of an atrial driven rate that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy. The rhythm was converted after two shocks. Technical services (ts) suggested reprogramming and noted that it was physician discretion. The device remains in use. No additional adverse patient effects were reported.